Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited poor and no illumination. The intensities were different too on port one and two. The issue was resolved by replacing the fiber optic cable. The procedure details and patient impact have not been provided.